Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a backup audible alarm post. The device was visually inspected, found that there was top case and right plunger case. The customer reported complaint was confirmed by checking the alarm history. The main cause was faulty main board. The device is repaired by replacing the main board. Replaced the top case and right plunger case because they are cracked. The pump is calibrated, greased and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced a system failure in its backup audible alarm, and the only available option was for biomed to address the issue when the device was powered on. There was no patient involvement or harm.